Manufacturer narrative:
An event of hemorrhage/bleeding, heart block, stroke/cva, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block (rbbb), severe coronary disease, and heart failure. During the procedure, the patient had a low cardiac output, was hypotensive and needed adrenalin infusion. Post procedure, the patient was in complete heart block and the physician left the temporary pacing wire in situ and taken to recovery. The treating physician reported that the patient rhythm had recovered, although was presenting with left-hand weakness and gi bleed (was probably due to anticoagulation during the procedure). The patient is on palliative care since the implant procedure and stroke. Later on, the patient passed away. Based on the information received, the root cause of the reported heart block and stroke could not be determined. It is possible due to procedural conditions and/or patient conditions; however, this cannot be confirmed. The reported death appears to be related to stroke and patients co-morbidities. The reported bleeding in the gi was due to due to anticoagulation during the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, "(B)(6) year old male with severe lv impairment and a calculated sts mortality risk score of 30%. While we have no procedural imaging, we can conclude from the post procedure echo that the navitor valve was performing normally post procedure. The patient suffered a periprocedural cva despite use of a cep device and subsequently died of the cva 12 days post procedure. The cause of death not directly related to the navitor device in that it is related to a periprocedural cva. In the absence of imaging, no further comments or analysis is possible." (Reference pre-investigation task ((B)(4)) within the complaint record).

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. During the procedure, the patient had a low cardiac output, was hypotensive and needed adrenalin infusion. Heparin was administered with the patient's activated clotting time (act) levels of 250 seconds. Post procedure, the patient was in complete heart block and the physician left the temporary pacing wire in situ and taken to recovery. The treating physician reported that the patient rhythm had recovered, although was presenting with left-hand weakness and gi bleed (was probably due to anticoagulation during the procedure). The patient is on palliative care since the implant procedure and stroke. The patient is stable, no additional information was provided. Additional information received on 16 may 2024, that the patient passed away on (B)(6) 2024. The cause of death is significant decline following stroke.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.